Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed. The review identified on one x-ray that the bearing is not adequately aligned, however, as the images are undated, it is not possible to correlate with the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
Upon receipt of additional information, it was determined this product and medwatch report should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11. Upon receipt of additional information, it was determined this product and medwatch report should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3002806535. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10 - associated medical devices: vg rocc tib tray cocr ha/pc 67; item# p10vh003; lot# 0001849372. Vanguard rocc por fem s60 l; item# p09vmg03; lot# 0001849240. Vang rocc patella uhmwpe d30mm; item# p12v0001; lot# 0001867276. G2 - foreign: japan. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k113369. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty experienced a bearing dislocation approximately eight weeks post-op. A revision surgery has been planned; however, the date of the procedure has not yet been set. Attempts have been made and no further information has been provided at the time of this report.